Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a pocket revision due to implant movement. The patient stated the ins was working great for their symptoms but complained of the movement. It was noted that the patient had a previous tummy tuck that prevented fluid reabsorption due to a lymph issue, and per the hcp this was a contributing factor to the ins movement. The hcp reported the patient had a non-infected seroma surrounded implant, no fevers, no puss, no redness, no swelling. The hcp drained the seroma, gave antibiotics, and tacked down the battery without complication. The issue was reported to be resolved. No further complications were reported.